Event description:
A customer reported a complaint of high readings on her precision xtra blood glucose meter. The customer obtained a reading of 9.2mmol/l on her meter and treated herself. The customer experienced hypoglycemia and lost consciousness. The customer's mother called paramedics who treated the customer with an injection to bring her out of the condition.

Manufacturer narrative:
No comparison tests were performed. The customer's meter and test strips have been requested for investigation.